Event description:
Related manufacturer report number: 2017865-2023-95378. During a remote follow-up, decreased defibrillation impedance followed by an increase in the defibrillation impedance was detected on the right ventricular (rv) channel of the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of impedance anomaly could not be replicated in the laboratory. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.